Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units screen is not coming on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that when the iabp was powered on, the display would turn on with discoloration. To fix the issue, disassembled the display and reseated all the connections, ensuring they were connected securely. After reseating the connections, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.